Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported there was no damage to the catheter or solitaire pushwire. The tip of the solitaire sheath was secured into the hub of the microcatheter.

Manufacturer narrative:
E1. Initial reporter/healthcare provider information is not available due to country privacy laws. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that there was resistance in the proximal portion of the microcatheter during transfer of the solitaire fr stent into the microcatheter. The patient was undergoing surgery for treatment of an ischemic cerebral infarction of the basilar artery (ba). The modified rankin score (mrs) was 4 pre-operatively and 2 post-operatively. The national institutes of health stroke scale (nihss) score was 20 pre-operatively and 5 post-operatively. The thrombolysis in cerebral infarction (tici) score was 1 pre-operatively and 2 post-operatively. The patient was not treated with tissue plasminogen activator (tpa). It was noted the patient's vessel tortuosity was moderate. The time required from onset of cerebral infarction to revascularization was 6 hours. It was reported that the reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The stent properly pushed out of the sheath, and passed through the non-medtronic microcatheter hub, but got stuck at the proximal portion of the microcatheter when advanced. A replacement solitaire stent was used and was passed 2 times. No patient symptoms or complications were associated with this event. Ancillary devices include: non-medtronic microcatheter.